Event description:
It was reported that the pt presented to the emergency and complained of increased back pain, worsening right lower extremity weakness, radicular pain, and some left lower extremity numbness. The pt had recently had some medication changes in her pain pump and reported increased difficulty with her back pain without relief. The pt reported that the symptoms were noted after she experienced a fall. The pt reported some urinary hesitancy, but denied any fecal incontinence. The pt denied any recent trauma. A physical exam revealed hypersensitivity to touch on the right in the region of the hip, and decreased sensation in the left lower extremity to both light touch and pinprick. An MRI revealed a lesion around the spinal cord at approx t12. The pt was admitted to the hospital, and the system was explanted and sent to pathology. Pathology exam noted an aggregate of sutured adherent gray fibrous tissue. The pt was seen for suture removal after a thoracic laminectomy secondary to an intrathecal infection or abscess of the catheter. The pt was treated with intravenous antibiotics. The pt continued to experience right foot drop but did have an improvement in her right lower extremity pain. The pt was seen a month later and complained of numbness in her left leg and weakness in her right leg. An MRI of her lower thoracic spine with and without contrast was ordered. A physical exam revealed marked increase in her knee jerks and ankle jerks. Overall, the pt reported that she was better than she had been preoperatively but she said she still had significant problem with back pain and leg weakness. No final pt outcome was reported. The drug contained in the pt's pump was not reported.

Manufacturer narrative:
.